Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possiblevigilance investigator carried out the pictorial documentation visually1. Functional test was carried out with clip-cartridge2 from stock successfully. The distal end of sliding sheet of one of the provided cartridges is bent, most likely caused by an overload situation during handling. Components have been forwarded to q-coordinator of the production plant for further investigations. No deviation could be found at the applier. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There is one similar complaints against the same lot number. Conclusion and measures / preventive measures: according to the q-coordinator, a material defect or production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Based upon our historically grown product experience and due to different simulations regarding an insufficient inserting of the cartridge or a too fast application of the clips, this could be one possible root cause of the described failure. Malfunctions can be caused by incorrect assembly sequence, the correct order of assembly must be observed. Based upon the investigations results a CAPA is not necessary. Psc already initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl579t - challenger ti-p ml-ligat.clips 12 cartr. According to the complaint description, the clip bars detached from the clamp. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: pl536r: shaft compl.d:10mm l:370mm - unknown.